Event description:
An ophthalmic assistant reported that due to a myopic refractive surprise, an intraocular lens (iol) was exchanged for the same model, different power lens. In a f/u, the tech reported the pt indicated he "can't really see too well in distance." This resolved after the lens exchange.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. Add'l info was requested on 1/13/2012 and 1/26/2012 by phone, fax and mail. A completed questionnaire was received on 1/26/2012. (B)(4).